Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). According to the information that was received from our fse; upon initial inspection, the ventilator was failing the pre-use check with excessive leakage and o2 sensor failure were persistent along with some other failures which were caused by the leak. O2 sensor and cable were replaced which resolved the o2 failure alarms. Then, air and o2 gas modules were found faulty and needed to be replaced to correct the leakage errors. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced parts was not returned for investigation. No ventilator logs were provided. Since no parts were returned for investigation, the root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).